Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the device was received with the head of the cylinder screw broken off. The relevant dimensions were checked and found within the specification. The fracture face is homogenous which indicates material conformity. Based on the complaint description we assume that a mechanical overload during hammering caused this breakage. Product development event evaluation revealed that the intent of the design for the stem extractor is such that it allows the user to remove the stem only after proper steps have been taken to prepare the stem for removal (ie the use of osteotomes to mitigate the bone/implant interface). Making the screw excessively strong would make it very easy to damage the humerus or the surrounding soft tissue. Considering the significance of proper site preparation and the intent of the design as discussed above, this complaint is determined to be indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that while using a slap hammer for extraction of an epoca humeral stem, the connecting screw on the stem extractor broke into three pieces. All three pieces were retrieved and vice grips were used to remove the stem and complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.